Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station application was stuck on initializing. A field service engineer re reimaged the station, but the issue persisted. After unplugging the refrigerator from station, the problem was resolved, indicating that the refrigerator was preventing the medstation application from loading. The fse then replaced the bbb board and tested the system using the hardware testing application, confirming proper functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator main screen would not go past initializing device manager. The customer rebooted the machine twice. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.